Manufacturer narrative:
(B)(4). Neither device nor applicable imaging films returned, hence it is difficult to draw any conclusion.

Event description:
It was reported that patient underwent posterior fixation at levels c3-c7 to treat cervical spondylotic myelopathy. All screws were placed under navigation of stealth station s7. After placing all the screws, a rough confirmation of the position of the screws was made by c-arm. Post-op x-ray revealed that a screw placed c4 left lateral mass was deviated caudally from its planned path and the tip of the screw entered into facet joint at c4-c5. Surgeon considered it no problem and left it as is. The implant broke and remains in the patient. The event did not delayed surgical time. Patient complications were unknown. The screw did not break. Patient complications were not reported.